Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 3 mg/day) via an implantable infusion pump. It was reported that the patient saw the error code 8476 code on their personal therapy manager (ptm). It was noted that the patient went to the endocrinologist for an appointment passed out and was sent to the emergency room. While in the emergency room the logs were checked and showed a motor stall (B)(6) 2021 and on (B)(6) 2021. The pump was programmed to minimum rate mode and would be evaluated for replacement.